Event description:
It was reported that the right atrial lead was dislodged. The lead appeared to be capturing in the ventricle during atrial pacing. A chest x-ray confirmed lead dislodgement. The patient was moderately symptomatic with loss of atrial-ventricular synchrony. The lead was explanted and replaced successfully. No complications were noted before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.